Event description:
Initially the patient was scheduled for a lead revision however it was found that both the patients leads had disconnected from the ipg due to a set screw issue. As a result, the ipg was explanted and replaced on (B)(6) 2025 to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.